Event description:
The hospital reported a malfunction causing a leak greater than 4.5lpm during pre-use checkout. There was no report of patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The ez condenser was reconnected to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.